Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the electrode belt trunk cable was detached from the distribution node and missing. The cause of the failure was the missing cable section. The root cause of the detached cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete functional testing.